Event description:
It was reported that this competitor left ventricular (lv) lead displayed high out of range pace impedance measurements. The values were out of range for over 12 months. The lv lead is programmed off. There was no additional follow up or email sent as this was the same alert which was previously dismissed by the clinician in (B)(6) 2025. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).